Event description:
Priming IV tubing for morphine drip, noticed that medicine was leaking from topmost leur lock on IV tubing, requiring me to switch out for not faulty tubing. Manufacturer response for IV tubing, (brand not provided) (per site reporter).